Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysuria ("dysuria"), pollakiuria ("urinary frequency"), pyrexia ("fever"), nausea ("nausea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopy to remove the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysuria, pollakiuria, pyrexia, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, dysuria, genital haemorrhage, nausea, pollakiuria and pyrexia to be related to essure. Diagnostic results: on or about (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device / malposition of essure"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("excessive bleeding") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysuria ("dysuria"), pollakiuria ("urinary frequency"), pyrexia ("fever"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgical removal of coils (laproscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, abdominal pain, dysuria, pollakiuria, pyrexia, nausea, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, dysuria, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pollakiuria, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent surgery (other) type of surgery: diagnostic laparoscopy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, perforation (fallopian tube); on (B)(6) 2014: total bilateral occlusion, perforation (fallopian tube). Diagnostic results: on or about (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received : new events " abnormal bleeding (vaginal, menorrhagia),perforation (fallopian tube(s))" were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the tubal occlusion device on the right appears to have perforated the uterus'), device dislocation ('migration of the device / malposition of essure: presacral region just below the lumbosacral junction'), fallopian tube perforation ('perforation (fallopian tube(s))') and genital haemorrhage ('excessive bleeding') in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, asthma and spondylolisthesis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysuria ("dysuria"), pollakiuria ("urinary frequency"), pyrexia ("fever"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (surgical removal of coils (laproscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, genital haemorrhage, abdominal pain, dysuria, pollakiuria, pyrexia, nausea and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, dysuria, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pollakiuria, pyrexia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent surgery (other) type of surgery: diagnostic laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, perforation (fallopian tube); on (B)(6) 2014: total bilateral occlusion, perforation (fallopian tube). Diagnostic results: on or about (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received event "the tubal occlusion device on the right appears to have perforated the uterus" was added. Outcome of event " abnormal bleeding" was updated as recovered. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysuria ("dysuria"), pollakiuria ("urinary frequency"), pyrexia ("fever"), nausea ("nausea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopy to remove the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysuria, pollakiuria, pyrexia, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, dysuria, genital haemorrhage, nausea, pollakiuria and pyrexia to be related to essure. Diagnostic results: on or about (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.